Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records indicate right hip pain. She had signs of stress reaction around the stem. Present was heterotopic ossification and malposition of her acetabular component. No obvious signs of infection. Several cultures were sent to microbiology (no report). A pseudocapsulotomy was performed. Femoral stem was well fixed. It was removed without iatrogenic bone loss. The patient¿s lateral cortex was found to be thin. Upon maneuvering the hip, a non-displaced fracture of the greater trochanter just below the vastus ridge was identified. Extensive heterotopic ossification was noted and removed. Acetabulum was found to be vertical and retroverted. The acetabulum was removed without iatrogenic bone loss. There was a silver dollar sized medial wall defect. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 11-363662 36mm cocr mod hd std lot# 618180, item# ep-108323 e-poly 36mm +3 hiwall lnr sz23 lot# 619330, item# 15-103203 taperloc microp lat fmrl 9.0mm lot# 050760. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05487.

Event description:
It was reported a patient underwent right hip arthroplasty. Subsequently, the patient was revised approximately 5 years post initial implantation due to pain, heterotopic ossification, pseudocapsule, periprosthetic fracture, poor bone quality, and implant (cup) malposition. Attempts were made to obtain additional information; however, none was available.